Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device would not operate while using its internal battery. The device was not in patient use when the reported event occurred.